Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch:(B)(4). The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient was experiencing unwanted stimulation on the ribs due to lead migration. Images were taken and revealed that two of the percutaneous leads had migrated. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.